Manufacturer narrative:
Intuitive surgical, inc (isi) received a medium-large clip applier instrument that was used during this reported event, and the failure analysis investigation was completed. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.35mm. The grips were not found to be cracked. There were 2 medium-large clip applier instruments used in this procedure; it is unknown which was involved with the reported event: a review of the instrument log for the medium-large clip applier instrument (lot number: k13221204-0109) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk1355. The instrument had 58 uses remaining after last use. A review of the instrument log for the medium-large clip applier instrument (lot number: k12230226-0199) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk1355. The instrument had 40 uses remaining after last use. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Manufacturer report 2955842-2024-23118 documents the other medium-large clip applier used in the procedure.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, a hem-0-lok medium-large clip was placed on the left hepatic artery, the clip was broken during the surgery and caused bleeding, and the operation had to convert to open. Two clip appliers were used. There was one broken clip which had to be retained in the body. According to the surgeon, the bleeding was controlled using a bulldog clamp, leading to the procedure being converted to open. There was minimal blood loss, and the cause of the bleeding is unknown. The surgeon did not observe any irregularities with the firing of the medium-large clip applier instrument. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Additional information: an unsuccessful clip application to the left hepatic artery resulted in bleeding and the procedure was converted to open. The issue occurred when a medium-large (ml) green hem-o loc clip, applied using the medium-large clip applier instrument, failed to lock and broke. The unexpected bleeding resulted in an estimated blood loss of approximately 300mls. To control and resolve the bleeding, a bulldog clamp was applied, and the procedure was converted to an open approach. Any medical interventions performed after the conversion are unknown; however, the procedure was successfully completed, and the patient did not experience any post-operative complications.

Event description:
Refer to h11 for follow-up information.